Event description:
It was reported that the user¿s ilet failed to maintain connection with a dexcom g7 sensor, and pairing on the ilet was unsuccessful until the user toggled between g6 and g7 settings and entered the four-digit pairing code. Symptoms included no reported alerts, alarms, or clinical effects. Outcomes included no impact to health and no need for medical care. Investigation included technical support guidance and user-led troubleshooting. Investigation of this case revealed that the device reconnected following configuration steps and successful code entry, consistent with user setup or connectivity issues. It was concluded that the event was related to pairing/connectivity and resolved with standard troubleshooting, with no device malfunction confirmed.